Event description:
Medwatch report received from user/facility states: "blue tip not on end of epidural catheter at the time of removal. X-ray did not locate it. Pt without neurological deficits." The user/facility was contacted on 4/2001 for additional info. The sample was inadvertently discarded. The pt was discharged with no adverse effects as a result of this occurrence. No additional info could be provided.